Manufacturer narrative:
Concomitant medical products: addr01 ipg; implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was observed that the right ventricular (rv) lead exhibited high thresholds and loss of capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.